Event description:
The customer reported that the device overheated at the user facility. No information is currently available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The customer reported that the device overheated at the user facility. No information is currently available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Manufacturer narrative:
D9 has been updated to reflect product return to manufacturer and receipt date. Follow-up report submitted to document device evaluation results.